Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging they had experienced hyperglycemia. The reporter alleged they experienced a blood glucose level of 500 mg/dl accompanied with shortness of breath, rapid deep breathing, nausea, abdominal pain, and vomiting. There was no allegation of treatment above and beyond the usual routine of diabetes care and management. Treatment was resumed on the same pump. The reporter alleged they did not receive any occlusion alarms from the pump, which may have caused or contributed to the blood glucose excursion. This complaint is being reported because the patient experienced an adverse event associated with use of the insulin pump.